Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced a high blood glucose level of 321 mg/dl on (B)(6) 2026. The patient was treated with a manual bolus via pump. The event occurred as the patient did not change the infusion site as instructed in the IFU. No further information is available.